Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this right atrial lead, while the lead was in the right atrium, the lead tip looped and the helix fastened to the lead. It was not possible to straighten the lead, and the lead could not be pulled out. The lead was sutured and surgically abandoned. When the physician is able to explant it, it will be returned to boston scientific for analysis.